Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported stimulation in undesired location since (B)(6) 2016. The patient stated that they were getting stimulation in the wrong location from the number 2 lead. The patient met with their doctor on (B)(6) 2016 and was told to call the manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.